Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that there was a short circuit between contacts 2 <(>&<)> 3 = 6 ohms. Short circuit does not impact patient's therapeutic settings. There are no environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included an impedance check. No interventions or actions were taken to resolve the issue. The device was being replaced for normal battery depletion and it was detected prior to explant. Short still detected after replacement but the short does not impact therapeutic effect. The issue is not resolved at the time of this report. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep reported that the patient's family was aware of the short circuits and it was noticed at the time of implant. The cause of short circuits remains unknown as patient was inherited from out of state. The rep also reported that the short circuits were not resolved because short circuits do not impact therapeutic settings. No further complications were reported or anticipated with this event.